Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that through remote transmission, inappropriate pause episodes were observed due to undersensing r-waves. The device was reprogrammed to resolve the issue. The patient was stable before and after the event.